Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed on both lot #5562619 and lot #1002575, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated post implantation. Deflation was diagnosed via a physical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Lot number and serial number were reported for two devices. Left breast prosthesis: lot #5562619, serial (B)(4), right breast prosthesis: lot #1002575, serial (B)(4). It is currently unknown which side the deflation occurred on. If clarification is received, a supplemental report will be submitted.